Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with spinal instability with disk disruption, l3-l4 and underwent following procedures: far lateral decompression/diskectomy l3-l4. Anterior lumbar interbody fusion, l1-l4. Placement of machined intervertebral spacer (peek cage 12-mm height at l3-l4.). Per op-notes, ¿¿ removal of all free nuclear material, removal of the contralateral annulus, distraction of the disk space to a 12-mm height and placement of a 12 x 55- mm peek implant, which was packed with bone morphogenic protein reconstituted at the onset of the case and countersunk into the disk space under fluoroscopic guidance ..¿ nuvasive implant was used during the surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.